Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead had dislodged six weeks after the implant procedure. When the lead was being repositioned, the setscrew came out of the header attached to the wrench (competitor wrench). Another implantable pulse generator (ipg) was tried to be implanted, however, the same issue happened again where the setscrew came out of the ipg header with the wrench, and the wrench did not "click". Another ipg was successfully implanted. No patient complications have been reported as a result of this event.